Event description:
Patient experienced acute backpain at surgical site. Suspected infection in epidural space based on MRI. A surgical intervention was performed and the device was removed prophylactically. Implant was intact and well positioned prior to removal. Some disc material was noted laterally to the device.